Manufacturer narrative:
(B)(6). The device was manufactured january 22, 2016 ¿ january 26, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling. The device was being filled with an antibiotic drug in 0.9% sodium chloride solution to a fill volume of 100 ml. There was no patient involvement. No additional information is available.